Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 6mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon popped. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.